Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head comes off oral-b [device breakage] . Metal piece looks shorter oral-b [device physical property issue]. Case narrative: 44 year old male consumer via phone reported that his oral-b toothbrush head came off of the oral-b toothbrush, model 3772, and he had to hold the oral-b toothbrush head on the oral-b toothbrush handle while brushing. He also reported that when he took the oral-b toothbrush head off of the oral-b toothbrush, he saw a metal piece that looked shorter. No injury was reported.